Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient (pt) called to report that while wearing the acuvue oasys brand contact lens he/she was diagnosed with a corneal ulcer. The pt reported that he/she is not sure if the ulcer happened because of the lenses. On 15feb2017 a call was placed to the pt and additional details were received. The pt stated that he/she had 4 pair of new lenses that were not the correct shape and the pt experienced ocular discomfort while wearing the lenses. The pt was diagnosed with the os corneal ulcer in (B)(6) 2017. The pt reported eye pain and that the os was red when the pt went to the eye care provider (ecp). The pt was prescribed vigamox 1 drop every hour for the first two days and reports that the frequency decreased after that. The pt reported several follow-up appointments with his/her ecp over the next week. The pt stated that the ulcer resolved and he/she was allowed to return to contact lens wear. The pt reported that the suspect lenses were discarded. The pts wear schedule was 1-2 weeks and does not sleep in the lenses. A call was placed to the pts ecp and a representative at the ecps office provided additional information: the pt was diagnosed with a corneal ulcer os on (B)(6) 2017. The pt was prescribed vigamox 1 drop every 2 hours for the first 48 hours, then 1 drop every 8 hours. The pt presented for a follow-up appointment on (B)(6) 2017 and the ulcer was noted as resolved. The representative reported that he/she was not sure if the pt had a corneal scar. A return call was placed to the pts treating ecp on 10mar2017 and a representative reported additional information: the representative reported that the ¿ecp reported that the lenses had nothing to do with the ulcer.¿ he/she reported that the ¿reason of the ulcer was because the pt slept in the lens for a few days, not because of any defect.¿ no additional medical information was received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00m232 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.